Event description:
The implant came out after 2 weeks of placement date. There was heavy amount of granulation tissue.

Manufacturer narrative:
The implant came out after 2 weeks of placement date. There was heavy amount of granulation tissue. The patient had poor bone quality (based on x-ray pictures) failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In additional failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure.